Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the user had issue while signing into the pyxis server. The technical support specialist (tss) found that ssl certificates updated by hospital information technology (hit) were not correctly bound in internet information services (iis). The tss completed the installation using the knowledge article how to install server certificates procedure, and the customer confirmed they were able to log in successfully. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported that when using the bd pyxis¿ es server there was an issue signing in to the server. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.